Event description:
It was reported that the patient had not been receiving effective therapy and it was unclear as to whether it was the catheter or the pump. A study of the catheter was done (date not reported) and was inconclusive. A decision was made to do a revision. When the pump pocket was opened up, a large amount of clear fluid was observed. The catheter was checked for patency and returned more than adequate cerebral spinal fluid. The sutureless catheter connection appeared intact, but upon closer inspection, the hcp noted that the "pin connector" on the pump itself was "bent". It was concluded that it was the drug (baclofen) from the pump that was leaking from the pin connector site into the pocket at the programmed dose rate. The pump was replaced. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The hcp reported the date of the dye study as (B)(6) 2007. The patient recovered without sequela. The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Manufacturer narrative:
Final device analysis revealed no anomaly found - normal device function. As part of the analysis, the tip angle was compared to another synchromed ii pump and the angle was found to be the same.

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4). All previously reported conclusion codes have been updated/corrected.

Event description:
It was later reported that the patient¿s pump ¿lasted one day¿. When observed under x-ray, drug was pooling around the pump. It was also reported that the patient experienced spasticity. A catheter dye study on november 2007 revealed a catheter leak at the pump-catheter connection. It was also reported that a catheter dye study revealed a catheter leak. The device system was used to deliver lioresal.